Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had to disable the boom. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed faults and advised power cycling will reenable the boom. Site will power cycle after the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse onsite found low fiber transmission values and replaced the fiber cables on the patient side cart (psc). The fse also replaced the backplane since it was the primary cause of the issue. Additional cables were replaced to increase transmit values. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to fiber cables.